Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of low blood glucose readings and priming anomaly from the insulin pump. The customer's blood glucose reading was 32 mg/dl. The customer treated with (B)(6). The customer tried to put the infusion set in but was stuck at rewind screen. After set change, the customer's blood glucose went up to 67 mg/dl. The customer stated that the doctor changed the basal rate and it bumped up to 180% of normal. The customer was assisted with completing rewind process.